Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain and pelvic pain. Concomitant products included duloxetine hydrochloride (cymbalta) from (B)(6)2012 to september 2018, medroxyprogesterone acetate (depoprovera)(B)(6)2009 to (B)(6)2009, nsaids since (B)(6)2009, paracetamol (acetaminophen) since august 2009 and vilazodone hydrochloride (viibryd) since (B)(6)2018. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced device expulsion ("migration of essure device location of device: uterus"). In (B)(6)2009, the patient experienced pelvic pain ("physical pain\pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device expulsion, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, bleeding: gen. Abnormal. Bleeding, migration. No coil seen in right tube, may have been placed in too far inside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2009: which confirmed that the essure device was successfully occluded. Result- left occlusion only.; on (B)(6)2009: migration of essure device. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and medical records received. Event device dislocation updated to device expulsion. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: uterus, vaginal discharge. Reporter information, aka name, concomitant drug, medical history, lab data were added.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain\pelvic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal, bleeding: gen. Abnormal. Bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: which confirmed that the essure device was successfully occluded. Result- left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events- abdominal pain, gen. Abnormal. Bleeding, psych injury, migration were added. Date of lab test was added &lab test was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.